Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional proglide device referenced in describe event or problem is filed under separate medwatch report.

Event description:
It was reported that an arteriotomy closure of a calcified left common femoral artery was attempted using two proglide devices with a 8f sheath after an interventional procedure for peripheral arterial occlusive disease. Reportedly, the link broke on both devices after removing the plunger. A new proglide was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.